Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range shock impedances of greater than 125 ohms and low amplitude/poor morphology signals. No additional adverse patient effects were reported.